Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that right ventricular (rv) lead exhibited over-sensed noise. Programming changes were made. Patient condition was stable.